Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had interface problem. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient and order interface problem. The technical support specialist (tss) dialed into cce and found cce-service in a stopping state with high memory usage (~1gb). The service was killed and restarted, restoring message flow. Issue linked to defect 000016809; implemented and tested cce auto-restart utility to prevent recurrence. The system functioned as intended after the technical support specialist troubleshot the issue.